Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had failed battery alarm. Customer's blood glucose value was 175mg/dl and 146mg/dl. Customer was advised to revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
The insulin pump was monitored for several days. The pump passed the displacement test. Pump was received with normal operating current. Pump passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected weak battery alarm anomalies noted.